Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Implant date(s): (B)(6) 2011 patient demographics: gender -male, initials: (B)(6), dob: (B)(6) 1961. It was reported that on: (B)(6) 2011 patient presented with following pre operative diagnosis: cervical spondylosis multilevel, greatest at c4-5 and c5-6, and left clinical c5-6 radiculopathy. Operation performed: smith-robinson anterior cervical diskectomy with excision of the posterior longitudinal ligament and widening foraminotomy, c4-5 and c5-6; smith-robinson anterior cervical interbody fusion with rhbmp-2/acs, auto graft with matrix, c4-5 and c5-6; implantation of medtronic peek interbody cage fixation, c4-5 and c5-6, prevail; zephyr anterior titanium plate and screw fixation, c4 to c6; somatosensory-evoked potential and motor-evoked potential monitoring. Per op notes: ¿¿x-ray confirmation at c4-5 and c5-6 with osteophytectomy, and removing the cartilaginous endplate down to bony endplate to petechial bleeding to the posterior ligament, excising. With 1 and 2 kerrisons down to the neural foramina. With gentle distraction, sizes 6 and 7 respective prevail inter body peek cages were packed with rhbmp-2/acs, prepared per the manufacturer's specification on a collagen sponge, and packed into the disk space under distraction to open the neural foramen¿¿ no patient complications. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.